Event description:
Overdelivery due to pt tampering reported: the pump was programmed in the pain management continuous only mode to infuse morphine sulfate 10.0mg/ml at 10.0mg/hr with a 2000mg/200ml total volume. The pt had orders to increment up to 14.0mg/hr in +1.0mg increments per hour as needed for effective pain control. According to the customer contact, the bag finished approximately 24 hours earlier than anticipated despite accounting for the dosage increase. It was reported that the suspected pt tampering was confirmed by the history printout indicating that add'l volume was given through the priming volume. There were no air in line alarm alerts prior to the prime record. It was reported that the pump was not locked due to the need for the pt to change the hourly rate as ordered to obtain adequate pain control. There was no pt harm or oversedation reported. Though requested, there was no add'l info available.